Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic living donor nephrectomy. According to the reporter: the device could not cut the tissue. Another device was used to complete the procedure. There was oozing. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended more than 30 minutes.